Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The episodes lasted less than one second and there was no therapy as a result of the twos. The lead is still in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).